Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh) levels which was believed to be secondary to right ventricular assist device (rvad) hemolysis.

Manufacturer narrative:
Section b5: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, health effect - impact code: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists right heart failure and hemolysis as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted due to concerns of hemolysis and elevated lactate dehydrogenase (ldh) on (B)(6) 2024. The patient also required the addition of a right ventricular assist device (rvad). A review of the log files showed low flow events from (B)(6) 2024.